Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A consumer reported that their leads moved and were replaced. There were no symptoms reported with this event. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.